Event description:
Prosthesis was implanted on (B)(6) 2014 in the c6-7 disc space; in addition, an acdf was performed at the adjacent inferior level, c7-t1. In a follow-up visit in (B)(6) 2014, the inferior plate of the pcm prosthetic exhibited anterior migration sufficient to require revision surgery on (B)(6) 2014. No patient injury has been reported.

Manufacturer narrative:
(B)(4). The reported event has been confirmed via radiograph. The inferior plate of the pcm implant appears to have migrated out of the disc space anteriorly. Revision surgery was performed on (B)(6) 2014; however, the explanted device is still being retained by the hospital and has not been returned to nuvasive for evaluation. No root cause has been identified. Review of the DHR for lot# sv8130 indicates that all specifications were met during manufacturing. Should additional relevant details become available during evaluation of the explanted product, a subsequent report will be filed.